Event description:
It was reported the buttons on the insulin pump were not working. Customer's blood glucose was 8.1 mg/dl. Customer stated when attempted to bolus the numbers kept ramping on their own. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.